Event description:
Customer stated that one of their reservoirs had a crack and it was leaking from the bottom. Customer stated that one of the other reservoirs didn't fill. Customer also reported an issue with the infusion set and stated that they had an issue with a no delivery alarm and a bent cannula. Customer mentioned that the cause of the infusion set issue was because they hit a vein. Customer's blood glucose reading at the time of the call was 30 mg/dl and was treated with the insulin pump. No further info reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.